Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance the product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
A non-sterile guidewire 0.038" was received coiled inside of a plastic bag. The guidewire was found kinked in one of the distal section. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01794233. This packaging lot contained 335 units, which were shipped from (B)(4) limited on (B)(6) 2010. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The reported failure by the costumer as "distal tip-fractured" was not confirmed, instead the distal tip was found kinked. The exact time when the failure occurred could not be determined. Neither DHR review nor the product analysis suggest that the reported failure is related to the manufacturing process of the unit. The DHR confirmed that product meets quality specification. No corrective action is necessary at this time.

Manufacturer narrative:
Information received from an affiliate indicated that during preparation of materials before the procedure, the nurse took out the emerald diagnostic guide wire from its new package and found that it was broken. The wire was breaking apart into three pieces on its tip. There was no damage to the product package. There was no difficulty removing the device from the package. No excessive force was used to remove the device out of the package. The device was returned for evaluation. Fal: a non-sterile guidewire 0.038" was received coiled inside of a plastic bag. The guidewire was found kinked in its distal section; the core wire of the gw is found protruding from the kinked section. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01794233. This packaging lot contained 335 units, which were shipped from lake region medical limited on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. Lake region indicated that: "the core wire from the device in question is not welded at both ends" by design it is loose at the distal end. As stated earlier, the device in the photographs is what is called a three piece, fixed core wire device - a ptfe coated outer coil wire, a ground core wire (note, depending on the device part number, this may or may not incorporate a flattened region) and a safety ribbon wire. The safety ribbon wire, as the name implies, is a flat wire joined to the outer coil wire at each end by means of the weld at each end of the device. In a three piece, fixed core wire design, the core wire is only secured to the outer coil at the proximal end of the device and generally does not extend the full length of the guidewire. The safety ribbon wire provides the structural integrity of the device. The core wire provides the shaft stiffness; the grind at the distal portion of the core (combined with the core retraction) determines the distal tip flexibility. The failure was reproduced by the analyst by kinking the unit at the distal portion of the gw, it was then bent and a pointed object was introduced (in this case a syringe needle) between the coil loops, the core wire was then pulled out of the coil. The reported customer complaint of distal tip fractured could not be confirmed since the tip was found to be kinked with the core wire protruding from the device. The cause of the failure could not be determined but user handling may have contributed to the event. The DHR review did not reflect any anomalies that could be associated with this type of failure. Because the exact time when the failure occurred could not be determined a dpra was opened to address the issue.

Event description:
During preparation of materials before procedure, the nurse took out the diagnostic guide wire from its new package and found that it was broken. The wire was breaking apart into three pieces on its tip. There was no damage to the product package. There was no difficulty removing the device from the package. No excessive force was used to remove the device out of the package.